Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
"It was reported that the bd phaseal¿ injector luer lock (n35c) were connected and gave palonosetron(chemo) to the patient. Hcp tried to disconnect, the connection was hard and s/he pulled them with force. Then one of the blue notch of n35 was broken". Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: one used sample unit was received for evaluation by our quality engineer. Upon examination of the sample, the grips were observed out of place and the cannula was exposed. The exposure of the needle was a result of the broken safety sleeve. The breakage observed occurs when the injector is not properly disengaged. It is important to grip the white part of the injector before engaging/disengaging; do not touch the blue component. If the grips of the safety sleeve are dislocated, the injector will activate, resulting in needle exposure. The injector must be pulled back for removal, if it is not, the grips will be damaged and needle exposure will occur. As a lot number was not available for this incident, a device history record review could not be performed. Inspections and tests the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process: visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: (according to ph-301 current version) the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a calliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and penetrated by the cannula. The exposure of the needle is caused due to the breakage of the safety sleeve. The breakage occurs when the injector is not properly disengage. Based on the low severity and frequency of the defect it was determined that no CAPA is required.